Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee arthroscopy, the patient developed a compartment syndrom. Arthrex devices used during the surgery are: 1 x ar-6480 w. S/n: (B)(4), 1 x ar-6420 batch: z9009, 1 x ar-6425 batch: x9011, 1 x ar-6430 batch: 36670625. According to the reporter, surgery was successfully finished with a new device.